Manufacturer narrative:
H4: the lot was manufactured from april 07, 2020 - april 08, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The reporter stated that 50% of the solution had not infused. The set was filled with 8g flucloxacillin. This issue was identified after use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.